Event description:
It was reported that the customer is replacing the large volume pump display board due to a dim segment. There was no patient involvement.

Event description:
It was reported that the customer is replacing the large volume pump display board due to a dim segment. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Test results identified 5 out of 5 returned lvp display board assemblies with dim segments. Device inspection: physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 04-may-2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 19-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : only lvp display board assemblies were provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer is replacing the large volume pump display board due to a dim segment. There was no patient involvement.